Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm when turning on the pump out of box. There was no reported impact to customer¿s blood glucose level. The customer did not allege any issue with wake button function. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, the customer declined providing further information.